Manufacturer narrative:
(B)(6). The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the patient's mother: "my son had one implanted in (B)(6) 2013. We were not aware it had to come out within 2 weeks and five years later it was found 10% perforated the vein. The surgeons pulled on it and my son nearly bled to death. He was in ICU for 6 nights. They added a stent to stop the bleeding and to keep him alive. Part of the filter was later found in his lung. He could now bleed to death taking the xarelto and he is only (B)(6)." Additional information was received that at the time of filter placement, the patient was being administered anticoagulants. The filter removal procedure was attempted approximately 5 years later. The patient was advised to take blood thinners indefinitely. Additional information was received from medical records that the indication for filter placement was fracture of the c4 with quadriplegia. The filter was placed prophylactically for deep vein thrombosis (dvt). Venography was performed prior to filter placement and showed the inferior vena cava (ivc) was patent with no thrombus present. The ivc measured 24 mm in diameter just below the renal veins. The optease filter was released at the level of the l2 just below the renal veins without incident. Very slight tilting of the filter was seen. The position was deemed satisfactory. The patient's mother was advised should the patient become ambulatory and the risk of dvt abated, the filter should be removed. Two days after the procedure, the patient had a complication of respiratory failure which was a controlled failure. The patient had increased difficulty breathing with decreasing oxygen saturations, for this reason he was electively intubated. During the intubation, the patient did have bradycardia that was treated with one dose of atropine and fluids. The patient was also on an aggressive bowel program with dulcolax suppository,, fleet enema, colace and senna. He was also on heparin at 5,000 units a day since filter placement.

Manufacturer narrative:
It was reported that a patient had an optease retrieval filter implanted. Approximately five years later it was discovered that the filter had perforated the vein 10%. A difficult removal procedure was performed approximately five years post implant, which led to bleeding and increased length of hospitalization. An additional stent was placed for complications that occurred. At a later time, a part of the filter was noted to be in the patient¿s lung. The patient reported becoming aware of filter fracture, perforation outside the wall of the inferior vena cava (ivc), migration of fractured struts, tilt, filter embedded in wall of the ivc and device unable to be retrieved approximately five years post implant, at which time there was a failed percutaneous removal attempt performed. The patient maintains that there are fractured struts retained in the body between the right and left atrium. The patient also reports physical pain and mental anguish related to the filter. According to the implant record the filter was placed prophylactically in a patient that experienced a c-4 fracture with resulting quadriplegia. The filter was placed via the right common femoral vein and deployed at the level of l2, just below the renal veins without incident. Very slight tilting of the filter was noted. The patient tolerated the procedure well and was transferred back to the intensive care unit. Two days after the procedure, the patient had a complication of respiratory failure due to aspiration and inability to clear the airway. The patient had increased difficulty breathing with decreasing oxygen saturations, for this reason he was electively intubated. During the intubation, the patient did have bradycardia that was treated with one dose of atropine and fluids. Approximately five years post implant an unsuccessful percutaneous retrieval attempt was made. The procedure was complex and resulted in perforation of the ivc, treated with a coda balloon and a severe narrowing / near obstruction of the ivc at the level of the filter. Repeat angioplasty of the obstruction was performed and flow re-established. At that point it was decided that the filter could not be removed endovascularly and 2 overlapping gore excluder endoprosthesis grafts were placed into the interstices of the ivc filter and past the point or rupture. Wall apposition was obtained using a true dilation balloon and a coda balloon. The balloons were deflated, repeat venogram demonstrated brisk forward flow through the ivc with exclusion of the contained rupture and venous return to the right atrium. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The retrieval date is noted to be on or about five years post implant retrieval of the optease vena cava filter is indicated up to 23 days post implant. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Without images or procedural films for review, the reported filter tilt, perforation, fracture-separated and migration could not be confirmed nor an exact cause determined. Vessel anatomy and / or technique or procedural factors may have contributed to the reported tilt. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Perforation of the ivc was reported, however a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and / or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Please note additional patient code 2484 (respiratory failure). The patient reported becoming aware of filter fracture, perforation outside the wall of the inferior vena cava (ivc), migration of fractured struts, tilt, filter embedded in wall of the ivc and device unable to be retrieved approximately five years post implant (B)(6)2018, at which time there was a failed percutaneous removal attempt performed. The patient maintains that there are fractured struts retained in the body between the right and left atrium. The patient also reports physical pain and mental anguish related to the filter. According to the implant record the filter was placed prophylactically in a patient that experienced a c-4 fracture with resulting quadriplegia. The filter was placed via the right common femoral vein and deployed at the level of l2, just below the renal veins without incident. Very slight tilting of the filter was noted. The patient tolerated the procedure well and was transferred back to the intensive care unit. Approximately five years post implant an unsuccessful percutaneous retrieval attempt was made. The procedure was complex and resulted in perforation of the ivc, treated with a coda balloon and a severe narrowing/near obstruction of the ivc at the level of the filter. Repeat angioplasty of the obstruction was performed and flow re-established. At that point it was decided that the filter could not be removed endovascularly and (B)(4) overlapping gore excluder endoprosthesis grafts were placed into the interstices of the ivc filter and past the point or rupture. Wall apposition was obtained using a true dilation balloon and a coda balloon. The balloons were deflated, repeat venogram demonstrated brisk forward flow through the ivc with exclusion of the contained rupture and venous return to the right atrium. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient had an optease retrieval filter implanted in (B)(6) 2013. Per the patient¿ mother, they were not aware it was to come out within 2 (two)weeks or otherwise it is deemed permanent. Five (5) years later it was discovered that the filter had perforated the vein 10% (ten percent). A difficult removal procedure was performed in 2018, which led to bleeding and increased length of hospitalization. An additional stent was placed for complications that occurred. At a later time, a part of the filter was noted to be in the patient¿s lung. Pt is now on anticoagulants. Additional information was received that at the time of filter placement, the patient was being administered anticoagulants. The filter removal procedure was attempted approximately 5 years later. The patient was advised to take blood thinners indefinitely. Additional information was received from medical records that the indication for filter placement was fracture of the c4 with quadriplegia. The filter was placed prophylactically for deep vein thrombosis (dvt). Venography was performed prior to filter placement and showed the inferior vena cava (ivc) was patent with no thrombus present. The ivc measured 24mm in diameter just below the renal veins. The optease filter was released at the level of the l2 just below the renal veins without incident. Very slight tilting of the filter was seen. The position was deemed satisfactory. The patient's mother was advised should the patient become ambulatory and the risk of dvt abated, the filter should be removed. Two days after the procedure, the patient had a complication of respiratory failure which was a controlled failure. The patient had increased difficulty breathing with decreasing oxygen saturations, for this reason he was electively intubated. During the intubation, the patient did have bradycardia that was treated with one dose of atropine and fluids. The patient was also on an aggressive bowel program with ducolax suppository,, fleet enema, colace and senna. He was also on heparin at 5,000 units a day since filter placement. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The retrieval date is noted to be on or about five years after the implantation date. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Without images or procedural films for review, the reported filter tilt, fracture-separated and migration could not be confirmed and the exact cause could not be determined. Additionally, the timing and mechanism of the reported filter tilt is unknown. Patient, technique or procedural factors may have contributed to the reported tilt. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.